Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was stuck on the bolus delivery loop. Customer's blood glucose was 400 mg/dl. During troubleshooting, insulin pump did exit the bolus delivery loop and complete the fill tubing process. Customer did not have a backup plan. Customer was trying to treat his high blood glucose with the device but couldn't. Customer will not be returning the device for analysis.